Manufacturer narrative:
The leads remain in use. The cause of the delayed midline incision healing and discharge cannot be conclusively determined. The manufacturing records were reviewed and confirmed that the product met requirements for release with no anomalies identified. The evoke scs system surgical guide lists risks associated with implantation and use of a spinal cord stimulation system, including ¿tissue reaction to the implanted or external materials.¿

Event description:
Following an evoke spinal cord stimulation (scs) system permanent implant procedure, the patient informed saluda representative of discharge from the midline incision. A swab was cultured and confirmed no infection. A wound debridement procedure was completed. The midline incision was confirmed to be healing appropriately during a follow-up evaluation.